Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that the insulin pump alarmed compromised forced sensor system during rewind process. Customer reported that the drive support cap is loose customer stated that insulin is squirting out of the insulin pump. It was also reported that the force sensor does not detect the reservoir. Customer's blood glucose reading was 180 mg/dl. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump passed the displacement test. However, the insulin pump alarmed during the basic occlusion test due to a slightly loose drive support disk. The insulin pump was received missing the end cap sticker and with a broken belt clip slot and cracked battery tube threads.